Event description:
During routine testing of the device at the service center, the service technician reported that the cable retaining o-ring was broken. Since the event occurred during routine testing, there was no pt involvement during this event.